Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 136 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed correctly. When the history files were checked, it was discovered that the customer took four boluses in the hour and a half preceding the event. The customer took boluses of 9.0, 5.0, 7.0, and 7.2 units of insulin. The customer's blood glucose reading when he took the 9.0 unit bolus was 560 mg/dl. However, no blood glucose reading were taken for the subsequent boluses. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.